Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review indicates no discrepancies. Pm logs have been checked and no discrepancies were found. Affected amount: 1pc. Aquacel ag drs 10x10cm was manufactured under sap code 1186095and manufacturing lot number 9a01967. Lot # 9a01967 was sterilized under lot 1222466611 and released on review of results of sterilization provided by sterilization company steris. All of the result were within specification and the products were released. The production process, in-process testing and packaging of products was run in accordance with pi12-030 ver. 41.0 for machine doyen 4. No nonconformity was raised during the manufacturing process of lot 9a01967. This is the only complaint for the affected lot registered within tw8.7. A photograph has been received for this complaint issue and has been evaluated in accordance with wi-0359. The photograph confirms the expected product and shows the dressing pouch open. From the photograph it is difficult to confirm the issue as there appears to be a seal on the foil. Event 1282200 was raised with investigation 1305034. The investigation was closed due to a six sigma project addressing the seal integrity of the sachet is being carried out outside of the trackwise system. No further action required. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported the ¿primary package is unsealed.¿ the product was not used, and no harm was reported. A photograph depicting the reported complaint issue was provided by the complainant.